Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent, stent may remain in pt. Device issue: dislodged stent. It was reported that the device would not cross the lesion, and upon removal of the 4.0 x 08 mm promus stent delivery sys (sds), the stent was missing. Both a CT scan and ivus were used to try to locate the stent; however, it could not be located. The physician thinks that the stent dislodged prior to use and was discarded with the package. No pt effects were reported. No add'l event or pt info is available. You are receiving his MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.